Event description:
It was reported that a 42 year old female patient with history of neuroendocrine tumor grade 1 and recent hospitalization for kidney infection and anemia. Patient had a polyp and thickening of the terminal ileum that was found to be consistent with carcinoid. Patient underwent a laparoscopic right hemicolectomy and excision of peritoneal implant. Operative note indicates ¿cecum and small bowel was then extracorporealized we could palpate a small nodule within the terminal ileum¿.located just right next to her cecum. We then chose a place about 8 cm proximal to this and created a window.¿ a ¿gia stapler¿ was used to divide the small bowel and for the colon. A ¿gia 75 blue¿ stapler was inserted into each side of bowel after aligning the small bowel and right colon ¿in an antiperistaltic fashion¿ and a ¿ta 60¿ stapler used to close the enterotomy. The anastomosis was checked and found to be widely patent. No difficulties noted with any stapler and patient was discharged on pod#3. At the followup office visit on pod#5 patient complained of worsening abdominal pain and was admitted to hospital where repeat CT scans were consistent with normal post op findings and wbc was normal. Patient was treated with antibiotics and when symptoms remained, patient underwent an exploratory laparotomy on pod#7. A small but sealed leak was found at her ileocolonic anastomosis. Operative note indicates ¿we found some small bowel which was stuck in her mesenteric defect from her ileocolic anastomosis. This appeared to be causing at least a partial obstruction¿. We then pulled the ileocolic anastomosis into the field and this was examined. Fluid was milked back into the area of the anastomosis, and there was no obvious leak. There was some exudative material covering the staple line on the colon side of the apex. Once that material was removed, a small defect was noted.¿ the surgeon noted it appeared the patient ¿had a small leak that had sealed off at some point in time.¿ a 2-0 silk suture was used to close the defect. There was no obvious abscess or gross contamination. Intraoperatively the patient also was found to have a small bowel nodule on her terminal ileum that was concerning for possibly another focus of carcinoid. Given the presence of the tumor and the anastomotic leak, the surgeon decided to resect the previous anastomosis as well as the foot of her terminal ileum to include it in the specimen. After that, because the patient had minimal contamination and the bowel had good blood flow, the surgeon proceeded with re-anastomosis and elected not to perform a diverting ileostomy at that time. Upon examination, the staple lines appeared to be intact. An epiploic appendage just near the staple line was tacked down to the colon to cover part of the staple line. A 3-0 silk suture was also placed in the crotch of the anastomosis. The pathology report from 8/21/2017 indicates that ¿the anastomosis appears to be intact¿ and ¿no leaks [were] identified. Three months post op, patient presented to ER with abdominal pain. CT was normal and patient was released. No further information available at this time.

Manufacturer narrative:
(B)(4); date sent: 7/5/2023; b3: only event year known: 2017; d4: batch # unk; investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. Additional information received: procedure is right hemicolectomy.